Manufacturer narrative:
UDI related data quality updates only: sections d1 (brand name), d4 (model #, catalog # and UDI #) and g4 (510k #) have been updated. Contour® plus test strips with sku # 7647, 510k # k223293 and UDI # (B)(4) was distributed outside the us, therefore, no gudid information exists.

Event description:
A commercial team field visit to a local vietnamese pharmacy identified counterfeit contour plus test strips. Lot # dp1dqhh32b was printed on the vial and carton of the contour plus test strips with incorrect control ranges and expiration date. There was no allegation of an adverse event.